Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g2 (added healthcare professional; and company representative was incorrectly reported on the initial MDR) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "the ceramic tip is damaged" was caused by the impact of a major mechanical force, e.g. A blow or a fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip of the sheath was chipped. The issue was noticed upon initial review of unpackaging. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the tip was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.